Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with battery issue was found and confirmed in the pump's event history. The assignable cause due to depleted batteries. The main batteries and battery harness were replaced to fix the reported problem. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). This device is a p1.5 colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version for this device is currently unknown. No additional information is available.